Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. No symptoms were reported at the time of the incident. The customer was treated for the low blood glucose with carb intake. The customer had recently had changes made to the insulin pump settings. Troubleshooting was provided. The insulin pump is not returning for analysis. The customer did not state if the auto mode feature was in use.

Manufacturer narrative:
The information that was provided in the evaluation codes section was missing in the MDR. The correct information has been provided with this report.